Event description:
The customer stated that the intra uterine pressure catheter (iupc) was not reading correctly. The customer is concerned they are getting misleading readings and doing more c-sections. In this report, a c-section delivery was performed and healthy baby was delivered.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.